Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was due to a 3.3 vdc buss failure/short.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the ventilator's screen was found to be shattered and the device would not power on. The device's lcd screen and system board were replaced to address the issues.